Manufacturer narrative:
Correction: previously reported g4 should have been 18 nov 2021 rather than 15 nov 2021

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.